Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The gas gauge file for the battery was evaluated and the cfet permanent failure status was tripped. The battery board components were evaluated and the c26 capacitor was shorted. It was reported that the signal handle did not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the handle was set on the charger, the indicator on the charger flashed green for about one minute, but then it flashed red and the power did not turn on. To resolve the issue, another handle was used before the start of surgery. The charger worked fine with other handles. There was no patient involved. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated.